Manufacturer narrative:
Pump received with a detached retainer ring and missing reservoir tube o-ring. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, sleep current measurement, active current measurement, and self tests or verify insulin flow blocked/no delivery alarm, drive/motor anomaly due to physical damage. Thus software was utilized and downloaded trace/history files properly. In further full review no alarm anomaly in the pump history on event date. Pump was cut open to perform visual inspection and found no moisture damage electronic assembly, battery connector, vibrator, motor assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, broken reservoir tube lip, cracked battery tube threads, cracked case (battery tube). Unable verify insulin flow blocked/no delivery alarm, drive/motor anomaly due to physical damage, detached retainer ring, unable to lock a reservoir in place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the pump issued no delivery alarms and made noises as like it was alerting to a bolus, even though the device had not been touched. The customer reported no adverse event. The event involved product(s) mmt-431ag, mmt-1884l, and mmt-342g. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-431ag, mmt-1884l, and mmt-342g.